Event description:
It was reported that a pump had an inoperable keypad. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed "inoperable keypad" as the #8 key to be inoperable caused by external influence. It was observed that when any remaining functional keys are selected, an automatic output of the #8 key will occur following the selected key's function (e.g. When the #1 key is pressed 18 will be displayed. When in alphabetic mode and the abc key is selected, av will be displayed interfering with the mdl drug search). The front case assembly, which contains the damaged keypad, was replaced. Baxter has initiated a CAPA to further investigate the issue.